Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the cycler alarmed for air detected during treatment. Treatment was discontinued. Fluid was found to be leaking from the cassette the set was retained and may be made available for evaluation. During follow up, the patient's pdrn reported there were no serious injuries or complications. The patient's effluent remained clear. The patient was not prescribed any antibiotics. There are no adverse events to report at this time.

Manufacturer narrative:
Sample not made available. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the cycler alarmed for air detected during treatment. Treatment was discontinued. Fluid was found to be leaking from the cassette the set was retained and may be made available for evaluation. During follow up, the patient¿s pdrn reported there were no serious injuries or complications. The patient¿s effluent remained clear. The patient was not prescribed any antibiotics. There are no adverse events to report at this time.